Event description:
The customer reports a (B)(6) result for one patient sample tested with the architect (B)(4) assay. The patient sample generated a result of (B)(6) on an architect i2000sr analyzer. The sample was sent to another lab for testing and generated a result of(B)(6) on an architect platform. The cut-off value for this assay is (B)(6). No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. (B)(4).